Manufacturer narrative:
The na and cl electrode information was not provided. The field service engineer (fse) observed bubbles in the sipper line and an obstruction in the potassium chloride (kcl) line. The fse performed an air purge, checked and adjusted the ise sipper and probe, performed mechanism checks, replaced the kcl line and the ise reagents, and performed a reagent prime, precision testing, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na) and chloride (cl) results for 2 patient samples on a cobas 6000 c (501) module. Sample 1 had an initial na result of 127 mmol/l and an initial cl result of 93.9 mmol/l. The results were accompanied by a delta check flag which prompted the customer to repeat the patient sample. The repeat na result was 138 mmol/l and the repeat cl result was 103.4 mmol/l. The repeat results were deemed correct. Sample 2 had an initial na result of 141 mmol/l. The repeat result was 126 mmol/l.